Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a liver resection, the knife blade of the handpiece did not advance and did not cut at all. Another handpiece was used with the same generator and it worked fine. There was no patient injury. Medtronic's initial evaluation of the incident device found that the ¿tooth¿ feature of the blade-safety was fractured just inside the opening to the body (the component was not extending outside of ¿handle-a¿ as intended).

Manufacturer narrative:
Additional information: g3, h3, h6 correction: a3a should be blank h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found the tooth of the blade safety was broken. There is evidence of use on the device. Inspection showed that the ¿tooth¿ feature of the blade-safety was fractured just inside the opening to the body (the component was not extending outside of ¿handle-a¿ as intended). Next, with the device handles and jaws fully closed, the device trigger was tested. It was not possible to cycle the trigger nor possible to deploy the knife blade. This is due to the blade-safety mechanism remaining engaged, due to the lack of the blade-safety ¿tooth¿ feature. With a new device, the blade-safety tooth feature was forcibly ¿bent¿ at the fracture point as observed in the field complaint devices, in attempt to fracture/break the feature. It was not possible to replicate the field failure-mode, at either the component nor at the device level, per creating a fracture of the ¿tooth¿. Rather, the feature bent in a ductile manner and remained fully attached to the main component. The device's jaw opening and closing mechanism was functioning properly. The jaw gap of the device was measured; it was found to be within specification. It was reported that there was a device cutting issue; the knife blade did not advance or was difficult to advance. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.